Event description:
FDA medwatch report submission april 24, 2026 problem summary- I am a physician reporting repeated malfunctions of an inmode solaria co2 laser system used in a medical aesthetic practice. The device demonstrated persistent and recurring failures across multiple units, including new devices and multiple loaner replacements. Reported failures included device shutdown and malfunction during active patient treatment, requiring immediate interruption or termination of procedures. Despite repeated service interventions, troubleshooting efforts, component replacements, and multiple device exchanges, the system never achieved reliable or consistent clinical operation. Due to inability to ensure predictable and reliable function during patient procedures, the device was removed from clinical use and decommissioned based on patient safety concerns. This report reflects a pattern of repeated malfunctions rather than a single isolated event. Device problem details device- solaria co2 laser system manufacturer: inmode the device experienced failures across multiple serial numbers and replacement units, including new units, loaner devices, and replacement components including scanner and arm exchanges. Reported issues included device shutdown during active treatment, failure to operate after delivery, recurrent malfunction after servicing, and inconsistent performance preventing reliable clinical use. Event description= the reported device failures were not isolated. Over approximately four months, six total devices or units were involved, including two new units, four loaners, and one scanner. There were approximately twelve shipment and service events and a total of approximately 111 days without a functioning purchased device. Multiple failures reportedly occurred during patient treatment requiring immediate termination of procedures. Despite repeated troubleshooting with manufacturer support, including live evaluations and component exchanges, the device never became reliably functional. The device was ultimately decommissioned due to safety concerns and inability to ensure reliable operation during patient care. Patient impact- no permanent patient injury is known to have occurred. However, device malfunction reportedly occurred during active patient procedures, requiring abrupt interruption or termination of treatment and creating risk of potential harm if continued. Continued use was discontinued due to unpredictable device behavior and inability to ensure reliable operation during treatment. Actions taken- multiple service requests were submitted to the manufacturer. Repeated troubleshooting and device exchanges were performed. Replacement units were provided, but recurring issues reportedly continued. The device was ultimately removed from clinical use. The decision was made to discontinue use due to ongoing reliability concerns during patient treatment. Additional safety concerns- one replacement device reportedly arrived with visible liquid contamination inside packaging, raising concerns regarding device integrity and reliability. This issue was reported to the manufacturer, and no clear resolution was communicated. Reporter type- physician. Reference reports: mw5187378, mw5187380, mw5187381, mw5187382, mw5187383, mw5187384. Patient: 4582. Device: 3023, 4016, 2588, 2969.